Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported error/alarm was evidenced in the event history log (ehl). The alarm was also reproduced during power up. The pump could not be calibrated. The force sensor and plunger cable were worn and no longer operating properly. This was the cause of the alarm. Normal wear and tear was established as the root cause of the product problem. The worn components (over fourteen years old) were replaced.

Event description:
It was reported that the medfusion pump exhibited a force sensor bgnd test failure. No patient injury or complications were reported in relation to this event.